Event description:
The customer reported via phone call that the insulin pump was alarming no delivery when delivering a bolus. The customer's blood glucose was 140 mg/dl. The customer explained that the insulin pump would only deliver a part of the bolus and then alarm no delivery. Through troubleshooting, the customer was advised to perform a 5 unit fixed prime, and insulin did exit. The customer confirmed that the cannula was not bent. The customer ran an additional 5 unit fixed prime and saw some insulin exited the tubing. The customer was advised that the insertion site may have been occluded. The customer was advised to change the infusion set and return the infusion set for analysis. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.